Manufacturer narrative:
(B)(4) - results: (gi bleed).

Event description:
Pt had one endeavor sprint rapid exchanged (rx) drug-eluting stent implanted to the proximal lad during the index procedure. Pt was asymptomatic/free of symptoms at 30 day, 6 month and 1 year f/u. Approx 16 months post index procedure, the pt suffered a spontaneous gi bleed. The investigator assessed that the event was not related to the study device. Pt was asymptomatic/free of symptoms at 1.5 year and 2 year f/u.